Manufacturer narrative:
The insulin pump received with a button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump noted. Unable to verify the weak battery alarms due to button error alarms and no button response. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.